Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pt was hospitalized for 3 days with concerns of pid.') And pregnancy with contraceptive device ('pregnancy (with complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anemia iron deficiency in 2008, multigravida, parity 6 (((B)(6) 1993, (B)(6)1 996, (B)(6) 1998, (B)(6) 2001, (B)(6) 2008, (B)(6) 2011)), hypertension, premature delivery, breech presentation and cesarean section. Concurrent conditions included pre-eclampsia. Concomitant products included allopurinol (elavil) since 2013, ceftriaxone, iron (iron complex), lisinopril since 2006 and nifedipine (procardia) since 2006. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), abdominal pain lower ("lower abdomen pain"), pain ("whole body pain") and hypoaesthesia ("numbness"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("anxiety"). In 2016, the patient experienced amnesia ("memory loss") and asthma ("asthma"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic/chronic"), anaemia ("blood or heart disorder/condition type: anemia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent tooth extraction ("tooth removal"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anaemia, tooth disorder, tooth extraction, dysmenorrhoea, dyspareunia, amnesia, asthma, anxiety, abdominal pain lower, pain, hypoaesthesia, abdominal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, amnesia, anaemia, anxiety, asthma, back pain, depression, dysmenorrhoea, dyspareunia, hypoaesthesia, menorrhagia, pain, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, tooth disorder, tooth extraction and vaginal haemorrhage to be related to essure. The reporter commented: patient revived treatment for psych injury, dental probs, memory loss and asthma. Essure not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test - on (B)(6) 2008: confirmed negative. Concerning the injuries reported in this case, the following one was reported via medical records-pid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coiled pieces of metallic material, the coiled pieces are fragmented'), pelvic inflammatory disease ('pt was hospitalized for 3 days with concerns of pid.') And embedded device ('embedded deep within the myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anemia iron deficiency in 2008, multigravida, parity 6 (((B)(6) 1993, (B)(6) 1996, (B)(6) 1998, (B)(6) 2001, (B)(6) 2008, (B)(6) 2011)), hypertension, premature delivery, breech presentation and cesarean section. Concurrent conditions included pre-eclampsia. Concomitant products included allopurinol (elavil) since 2013, ceftriaxone, iron (iron complex), lisinopril since 2006 and nifedipine (procardia) since 2006. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), abdominal pain lower ("lower abdomen pain"), pain ("whole body pain") and hypoaesthesia ("numbness"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("anxiety"). In 2016, the patient experienced amnesia ("memory loss") and asthma ("asthma"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic/chronic"), anaemia ("blood or heart disorder/condition type: anemia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"), was found to have a pregnancy with contraceptive device ("pregnancy (with complications)") and underwent tooth extraction ("tooth removal"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy lysis of adhesions, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic inflammatory disease, embedded device, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anaemia, tooth disorder, tooth extraction, dysmenorrhoea, dyspareunia, amnesia, asthma, anxiety, abdominal pain lower, pain, hypoaesthesia, abdominal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, amnesia, anaemia, anxiety, asthma, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, hypoaesthesia, menorrhagia, pain, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, tooth disorder, tooth extraction and vaginal haemorrhage to be related to essure. The reporter commented: patient revived treatment for psych injury, dental probs, memory loss and asthma. Essure not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test - on (B)(6) 2008: confirmed negative. Concerning the injuries reported in this case, the following one was reported via medical records-pid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received: events added: embedded deep within the myometrium, the coiled pieces are fragmented. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coiled pieces of metallic material, the coiled pieces are fragmented'), pelvic inflammatory disease ('pt was hospitalized for 3 days with concerns of pid.') And embedded device ('embedded deep within the myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anemia iron deficiency in 2008, multigravida, parity 6 (((B)(6)1993, (B)(6)1996, (B)(6)1998, (B)(6)2001, (B)(6)2008, (B)(6)2011)), hypertension, premature delivery, breech presentation and cesarean section. Concurrent conditions included pre-eclampsia. Concomitant products included allopurinol (elavil) since 2013, ceftriaxone, iron (iron complex), lisinopril since 2006 and nifedipine (procardia) since 2006. On (B)(6)2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), abdominal pain lower ("lower abdomen pain"), pain ("whole body pain") and hypoaesthesia ("numbness"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("anxiety"). In 2016, the patient experienced amnesia ("memory loss") and asthma ("asthma"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic/chronic"), anaemia ("blood or heart disorder/condition type: anemia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"), was found to have a pregnancy with contraceptive device ("pregnancy (with complications)") and underwent tooth extraction ("tooth removal"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy lysis of adhesions, cystoscopy). Essure was removed on (B)(6)2020. At the time of the report, the device breakage, pelvic inflammatory disease, embedded device, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, depression, anaemia, tooth disorder, tooth extraction, dysmenorrhoea, dyspareunia, amnesia, asthma, anxiety, abdominal pain lower, pain, hypoaesthesia, abdominal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, amnesia, anaemia, anxiety, asthma, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, heavy menstrual bleeding, hypoaesthesia, pain, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, tooth disorder, tooth extraction and vaginal haemorrhage to be related to essure. The reporter commented: patient revived treatment for psych injury, dental probs, memory loss and asthma. Essure not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Pregnancy test - on (B)(6)2008: confirmed negative. Concerning the injuries reported in this case, the following one was reported via medical records-pid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pt was hospitalized for 3 days with concerns of pid.') And pregnancy with contraceptive device ('pregnancy (with complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anemia iron deficiency in 2008, multigravida, parity 6 (B)(6) 1993, (B)(6) 1996, (B)(6) 1998, (B)(6) 2001, (B)(6) 2008, (B)(6) 2011, hypertension, premature delivery, breech presentation and cesarean section. Concurrent conditions included pre-eclampsia. Concomitant products included allopurinol (elavil) since 2013, ceftriaxone, iron (iron complex), lisinopril since 2006 and nifedipine (procardia) since 2006. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), abdominal pain lower ("lower abdomen pain"), pain ("whole body pain") and hypoaesthesia ("numbness"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("anxiety"). In 2016, the patient experienced amnesia ("memory loss") and asthma ("asthma"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic/chronic"), anaemia ("blood or heart disorder/condition type: anemia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent tooth extraction ("tooth removal"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anaemia, tooth disorder, tooth extraction, dysmenorrhoea, dyspareunia, amnesia, asthma, anxiety, abdominal pain lower, pain, hypoaesthesia, abdominal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, amnesia, anaemia, anxiety, asthma, back pain, depression, dysmenorrhoea, dyspareunia, hypoaesthesia, menorrhagia, pain, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, tooth disorder, tooth extraction and vaginal haemorrhage to be related to essure. The reporter commented: patient revived treatment for psych injury, dental probs, memory loss and asthma. Essure not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test - on (B)(6) 2008: confirmed negative. Concerning the injuries reported in this case, the following one was reported via medical records-pid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New events: abdominal pain and back pain. Reporter information updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pt was hospitalized for 3 days with concerns of pid.') And pregnancy with contraceptive device ('pregnancy (with complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anemia iron deficiency in 2008, gravida ii, parity 6, ((B)(6) 1993, (B)(6) 1996, (B)(6) 1998, (B)(6) 2001, (B)(6) 2008, (B)(6) 2011)), hypertension, premature delivery, breech presentation and cesarean section. Concurrent conditions included pre-eclampsia. Concomitant products included allopurinol (elavil) since 2013, ceftriaxone, iron (iron complex), lisinopril since 2006 and nifedipine (procardia) since 2006. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("lower abdomen pain"), pain ("whole body pain") and hypoaesthesia ("numbness"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In 2016, the patient experienced amnesia ("memory loss") and asthma ("asthma"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), anaemia ("blood or heart disorder / condition type: anemia"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent tooth extraction ("tooth removal"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anaemia, tooth disorder, tooth extraction, dysmenorrhoea, dyspareunia, amnesia, asthma, anxiety, abdominal pain lower, pain and hypoaesthesia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, amnesia, anaemia, anxiety, asthma, depression, dysmenorrhoea, dyspareunia, hypoaesthesia, menorrhagia, pain, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, tooth disorder, tooth extraction and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. Pregnancy test - on (B)(6) 2008: confirmed negative. Concerning the injuries reported in this case, the following one was reported via medical records-pid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs received. Case becomes valid. Injury nos replaced with new events. Reporter's information was added. Patient's demographics was added. Added event pid, pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia), depression, anxiety, anemia, dental problems, tooth removal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower abdomen pain, memory loss, asthma, numbness, whole body pain. Medical history, historical conditions, concomitant drugs, concomitant conditions, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.